Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced short battery life of the insulin pump, the battery cap was damaged, and the metal piece attached to the battery cap was loose. The customer also reported that the insulin pump rejected new batteries and the taping around the screen was loose. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-1880.

Manufacturer narrative:
P-cap locked in place properly during testing. Proceed by using a new battery cap and a new battery. Unit powers up properly after battery installation. No unexpected failed battery test was noted. Unit was downloaded successfully using the thump software for reference. The baat tool was utilized to search for any alarms that may have occurred in the past or around the complaint date that might have triggered the reason complaint. On battery cycle 411.0 received the lowbatteryalert (104) on (B)(6) 2025 16:53:00 after more than 7 days at 13.32 days. Battery cycle 350.0 received the lowbatteryalert (104) on (B)(6) 2025 11:48:00 faster than expected at 5.07 days. Battery cycle 330.0 received the lowbatteryalert (104) on (B)(6) 2025 04:55:00 faster than expected at 2.86 days. Customer experienced an unexpected power loss of less than 7 days per the pump history records. Proceeded with the following testing to ensure proper functionality of the unit. Unit passed the self test, unit passed the sleep current measurement, and the active current measurement test. No failed battery test alarm noted during testing. Unit is functioning properly. The power management parameters graph confirmed that the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) were within spec range. Pump received with normal operating currents. The unit was cut open, and a visual inspection of the connectors and electronic assemblies was performed. Per visual inspection, all connectors, including the battery flex connector, were plugged in properly. Moisture damage noted during visual inspection, isolate to the electronic stack. The following cosmetic damages were noted: cracked battery tube, cracked corner of belt clip rails, cracked case, cracked battery threads, serial number label missing, cracked keypad overlay, stained keypad overlay, keypad overlay texture damage, missing display window cover, scratched case, and pillowing keypad overlay. In conclusion, the customer¿s concern about a failed battery test and battery lasts less than expected was confirmed via batt tool alongside moisture damage being found, isolate to the electronic stack. Customer allegation of a broken battery cap/contacts was unknown due to the unit arriving with a missing battery cap. Additionally, customer concerns of damage to the battery compartment was confirmed when a cracked corner of belt clip rails, cracked battery tube, cracked case, and cracked battery threads were noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.